Event description:
The customer reported 1 false positive rsv result on the alinity m resp-4-plex assay. The sample had a suspicious curve for the rsv target. The sample was not retested. The sample was reported out as negative to the physician. There has been no report of impact on the patient management. This incident is being reported to FDA because the incident occurred in sweden using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/ similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval.

Manufacturer narrative:
Elevated complaint investigation will be initiated. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m resp-4-plex amplification reagent kit (list 9n79-90) is similar to the alinity m resp-4-plex amplification reagent kit (list 9n79-96) sold in the united states. Ticket does not reference a us list 9n79-96 lot number.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review customer result log files were reviewed. The run which involved the discrepant result was valid and met assay specification requirements. There is no indication that the alinity m resp-4-plex amp kit (list 09n79-090) lot 525766 is performing outside of established design performance specifications based on the elements reviewed in this section. The validity of the run met assay specification requirements, and no error codes or flags were displayed for the run controls. The amplification curve of the discrepant result was analyzed. Amplification curves look normal and showed normal amplification. Population data analysis demonstrate that the clinical specificity / clinical sensitivity rates meets the specifications as defined in the package insert. No amp tray carryover risk was observed. Quality data review device history record (DHR) / batch record review: review of the manufacturing packet for alinity m resp-4-plex amp kit (list 09n79-090) lot 525766 did not identify any issues which could result in the reported complaint. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m resp-4-plex amp kit (list 09n79-090) lot 525766 and its components. This CAPA review did not identify any existing internal issues or nonconformances related to the reported complaint for lot 525766. Complaint history review a complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m resp-4-plex amp kit (list 09n79-090) lot 525766. A product deficiency was not identified as a result of this review. Based on the results of the investigation elements, a product deficiency for the alinity m resp-4-plex amp kit (list 09n79-090) lot 525766 was not identified.